Event description:
Physician later confirmed no complaint against the device. Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.